Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "dr was trying to persuade the rod into the screw head. He used the anti torque wrench and a mallet to persuade rod into the screw head after numerous hits with the mallet the head disengaged from the screw shank."